Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash under front pad, not bumpy but a little swollen and dry out and has opened. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended to use rubbing alcohol and when they put on irritation it started to sting. The patient has history of skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.